Event description:
The user facility reported that the needle broke inside the vial when the physician prepared the vaccine. Additional information received 07 apr 2022: the doctor was mixing medication "proquad" aspirating from glass vial prior to the vaccine delivery, when accessing the medication, the needle broke off and fell into the vial. They looked at the needle and did not see any bend in the needle and then disposed the needle and vaccine. They mixed a new vaccine to resolve the issue for patient injection. Patient was not impacted in any way and is stable/healthy.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter health professional: manager - department of pediatrics. The root cause of the complaint could not be identified to be related to our production or process. The actual sample was not available for evaluation. The retention samples were confirmed visually in good condition. Simulation were conducted on the samples wherein needle did not break even after 40x bending which indicates that our needles have high resistance to breakage. Our cannula is supplied raw material that complies with iso 9626, particularly on stiffness and breakage. Moreover, cannula incoming inspection includes dimensional inspection and verification of certificate of analysis according to material specification. We have an online and in-process visual inspection to check bent or damage to the cannula that might lead to the complaint. Lot history file revealed no related nonconformity or irregularity that will lead to the complaint. Before shipment, qc conducts outgoing inspection that includes visual checking such as bent or damaged on the cannula. All samples passed. (B)(4).